Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 123 mg/dl at the time of the incident. Customer stated reoccurrence of the insulin pump alarm. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The customer reported that the insulin pump did not pass the self test. The insulin pump will return for analysis.

Manufacturer narrative:
Hardware low level failures was present in the pump trace download, problem isolated to keypad assembly. Device passed displacement test and self test.